Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the patient end of the cannula was too long. There was no report of patient impact. The following information was provided by the initial reporter: spouse reported he's finding the patient end on pen needles are longer and thicker stated, the box is the same and the tear drop label is green but the pen needles inside are not 4mm stated, injections are painful because the needles are longer and thicker.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023. H6: investigation summary customer returned unopened (72) 32g 4mm loose pen needles from the lot# 2048903. It was reported by the consumer that " finding the patient end on pen needles are longer and thicker... Injections are painful because the needles are longer and thicker. " the returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these 30 needles were measured within acceptable outer diameters for 32-gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected, and no defects were found. No debris was found at the tip of any of the needles. Flour was applied to the needle's cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. The cannula lengths of these 30 needles were measured within acceptable range for 4mm: 3.8mm to 4.6mm. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Unconfirmed: based on the sample received, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the patient end of the cannula was too long. There was no report of patient impact. The following information was provided by the initial reporter: spouse reported he's finding the patient end on pen needles are longer and thicker stated, the box is the same and the tear drop label is green but the pen needles inside are not 4mm stated, injections are painful because the needles are longer and thicker.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.